Event description:
The intuitive mega suturecut driver's cable frayed during the surgery, a robotic-assisted laparoscopic sacral colpopexy. Per hospital policy, an x-ray was taken. The x-ray confirmed no foreign body in the pt's abdomen. The x-ray was read by the surgeon and the radiologist.